Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009 and right total hip arthroplasty on (B)(6) 2011. Subsequently, a left hip revision was performed on (B)(6) 2014 at patient's request due to patient alleged metal-on-metal concerns. During the procedure, it was noted the acetabular cup was malpositioned. The acetabular cup was removed and replaced with competitor product.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2011. Subsequently, a left hip revision was performed on (B)(6) 2014 at patient's request due to patient alleged metal-on-metal concerns. During the procedure, it was noted the acetabular cup was malpositioned. The acetabular cup was removed and replaced with competitor product. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."